Event description:
It was reported that during central processing, the permanent cautery hook had a loose hook. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of "by hook black plastic cap is loose". Failure analysis found the primary finding of ceramic sleeve dislodged to be related to the customer reported complaint. The permanent cautery hook (pch) was found to have a dislodged ceramic sleeve. The ceramic sleeve was still intact but slides up and down. No missing material was found. The root cause of dislodged instrument ceramic sleeve is attributed to manufacturing. Additional observation not reported by site was that the pch was found to have the plastic proximal clevis ears broken. One side was still intact by the grip cable and the other side was broken off. The broken piece measures approximately .145" x .198" and was not returned. The root cause of broken pch proximal clevis is typically attributed to the user, such as excess force applied to the distal end of the pch.